Event description:
Pt with a medical history of osteoarthritis, vascular problems in the left leg and prior synvisc treatment in 2004, experienced increase left knee pain, left knee swelling, left knee stiffness, left knee effusion and effusion moved from knee to ankle after they began treatment with synvisc again in 2005. The pt received one injection of synvisc inot the left knee. The same day, after receiving the first injection of this series, the pt developed increased pain, swelling, stiffness, and effusion in the left knee. This effusion seemed to move from the knee down to their left ankle. The pt stated that they have had vascular problems with this leg before. The pt still had the symptoms to date, and was going to discuss it with their physician 7 days later when they went for their second injection. Additional information received on june 27 2005 from the pt. The pt received the second injectin of synvisc on june 13 2005. The day following the second injection, pt experienced hives on the left knee around the injection site, effusion of the left knee, and was unable to bend it. Their physician removed 60 cc of synovial fluid and injected the left knee with steroid. The physician decided not to administer the third injection of synvisc. Twelve days later the pt experienced a recurrent effusio of the left knee and was unable to bend the knee or walk. They have been using crutches since they received the second injection. At the time of this report, the pt stated the hives had resolved 13 days followed the second injection. The pt had not yet recovered from the other events.